Manufacturer narrative:
1.test to the production batch of product retention samples (lot: 231co20812), the test result was pass. 2.communication: no response by 10/4, cs resent the email to the customer. On (B)(6), the customer replied with photos of the box including the lot number, 231co20812. On (B)(6), cs replied to the customer for additional information. As of 10/11, there has been no further response from the customer. 3.initial report suggested there were no medical intervention or treatment provided. Lot number: 231co20812 has not been identified by ihealth labs, inc. As suspicious and the product was received from amazon, an authorized reseller, so it is likely that the device/kit received is a valid ihealth labs, inc., manufactured test kit product. There was no indication that the tests were tampered with.

Event description:
Customer called on (B)(6) to report receiving a false negative report